Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows server update services updates were failing to finalize on the device. The field service engineer (fse) arrived onsite and performed a system reboot of the station. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the windows server update services updates were failing to finalize on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.